Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (disease progression). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression).

Event description:
Additional information was received for this case. It was reported that the patient presented emergently with abdominal pain. A CT scan a CT scan revealed a distal type I on the right side and the aneurysm diameter was 7.6 cm in diameter. The distal type I endoleak was due to lack of distal fixation. The decision was made to implant endurant iliac limb stent grafts bilaterally. The distal type I endoleak on the right side was repaired with an endurant stent graft. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information for this case. The patient presented emergently with back pain. An ultrasound was performed showing a swift type I endoleak into the sac. A non-contrast CT scan was performed that was inconclusive. The angiogram showing a rapid proximal type I endoleak and a type ii endoleak present. The type ii endoleak will be treated at a later time. The physician elected to relined the entire stent graft system from 3cm below the flow divider to the renal. The physician stated that the endurant device performed as intended. No additional clinical sequelae were reported and the patient is fine.

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approximately 51 months ago. Aneurysm and iliac vessel morphology from the time of implant are unk. The aortic neck was 30 mm in diameter and angulated 30 degrees anteriorly. It was reported that the pt had a follow-up 6 months ago when it was noted that the aneurysm had shrunk, resulting in a distal migration of the stent graft and no endoleak was noted. It was decided at that follow-up not to intervene. Five months later, the pt presented emergently and the CT showed a ruptured aneurysm due to a proximal type I endoleak. The stent graft had migrated 15 mm distally from the renal arteries. The migration was attributed to the aortic neck dilatation. Two 34 mm talent aortic cuffs were implanted to resolve the ruptured aneurysm successfully. However, during the implantation of one of the talent cuffs (see MFR # 2953200-2010-01143), it was noted there was loosening and separation of the inner member at the location of the quick disconnect button. The tapered tip could not be pulled back. Hemostats were used to retract the tapered tip after the stent graft deployment was completed. The delivery system was discarded. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B) (4): eval results: dilated and angulated aortic neck. Eval conclusion: dilated and angulated aortic neck.